Event description:
Information obtained identifies the event occurred during preparation for use. The intended diagnostic bronchoscopy was completed using a similar device, after an approximate 10-15 minute delay. The patient was under sedation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and information received from the customer (identified via b3, b5, and d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (b30 error) likely occurred due to water invading the scope connector during user handling, causing abnormalities in electronic components, leading to the error message. The instructions for use identify verbiage that can be used to detect the phenomenon within section, "inspection of the endoscopic image". The instructions for use also identify verbiage that can reduce / prevent occurrence by handling in accordance: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope experienced a video image issue showing a shadow deffect (irregular color tone). It is unknown when the event was identified. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that due to corrosion on the plug unit, a b30 error (scope communication err) occurs. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of "video image had a shadow effect" or irregular color tone, could not be confirmed. Corrosion on the plug unit caused a b30 scope communication error to occur. This was due to an issue with the electrical continuity from the water invasion on the circuit board causing erosion on the scope connector. Additionally, the following findings were also identified, and are as follows: (a.) Suction volume is normal standard value, (b.) Function switch is normal condition, (c.) Due to wear of angle wire in the up direction, angulation in the up direction was out of standard value, (d.) Found water corrosion in scope connector, (e.) And the circuit board unit in the scope connector had corrosion due to a water leak. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.